Manufacturer narrative:
Patient identifier, age or date of birth, and weight are not available for reporting. Date infection began is not known. This report is for unknown 5.0mm locking screws. Part and lot numbers are unknown; UDI number is unknown. Date of implant is not known. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a tibia nail and four (4) 5.0mm locking screws were removed on (B)(6) 2017 due to infection. Three (3) of the screws were intact and one (1) was broken. The devices were easily removed. The original implant date is unknown. The fracture was healed; therefore, the patient was treated with antibiotic spacer (cement) and the surgery was successfully completed. The patient outcome was reported as good. This report is for three (3) unknown locking screws. This is report 3 of 3 for (B)(4).